Event description:
A malfunction alarm for the cartridge was reported by the caller, with the customer noting a high blood glucose level, though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge successfully, and the issue was resolved without further complications.